Event description:
As reported by our (B)(4) affiliate, severe acute aortic regurgitation (ar) was observed after bav during a transapical tavr procedure. Percutaneous cardiopulmonary support (pcps) was initiated. Bav was performed with a 20mm bav balloon but the balloon slipped to left ventricular (lv) side due to the narrowed stj. Since the bav was ineffective, a 2nd bav was performed. The 2nd bav was successfully performed without slipping. After the 2nd bav, severe ar was observed. Since the blood pressure (bp) did not recover (systolic pressure dropped from the 50s mmhg to the 40s mmhg), and bradycardia in the 40s bpm was noted, backup pacing was initiated at 60ppm and increased to 80ppm. The patient did not respond to vasopressors, so preparation of percutaneous cardiopulmonary support (pcps) was initiated. During the preparation of pcps (about seven minutes), cardiac massage was performed. After pcps was initiated, the bp recovered to the systolic pressure of the 110s mmhg. A 23mm sapien xt valve was implanted with 2ml less than nominal volume. Following implantation, pcps was weaned off and the patient left the operating room in stable condition.

Manufacturer narrative:
Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, the balloon aortic valvuloplasty (bav) procedure itself caused the reported ar and subsequent hypotension and bradycardia, which resolved after the deployment of the valve. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.